Event description:
It was reported that following prophylactic generator replacement device diagnostics resulted in low impedance. The surgeon removed the new model 103 generator from the lead and opened a new model 105 generator to connect to the lead. Device diagnostics with the model 105 generator connected to the lead also resulted in low impedance. The surgeon removed the 105 generator and reconnected the model 103 generator to the lead and the incision was closed. It was reported that the patient would undergo lead replacement at a later date. Clinic notes dated (B)(6) 2015 note that device interrogation revealed low impedance (<600 ohms) following generator replacement. No known surgical interventions have been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.